Event description:
Customer reported while the alarm is in use with both the nurse call cable and sensor, and the weight is removed it will not send a signal to the nurse's station. Batteries have been replaced and no visible damage reported. The date of the event is unk. No pt injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue and revealed that the unit powers up, but the nurse call light does not come at the nurse's station. The nurse call receptacle is loose when the nurse call cable is plugged in. Unit cannot go into the voice only or mute modes. Note: instructions for use states: when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. Always test the alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. (B)(4).